Event description:
On (B)(6) 2020 we were utilizing the smith's medical 100ml cadd cassette reservoir ref: 21-7302-24, lot: 4037753 to compound a sterile product. In the course of visual release testing, it was noted that the internal reservoir was leaking with fluid visible in the outer plastic shell. The unit was not dispensed and the manufacturer was contacted regarding the defect. FDA safety report ID# (B)(4).